Event description:
A male patient contacted us to report that he is dissatisfied with his visual outcome in his left eye after being implanted with a tecnis multifocal intraocular lens (iol) zmb00u0225. He thinks the iol is defective. In follow up, the patient explained he is unable to see clearly from his left eye. He used ''antibiotics'' for 2 months and ''drops¿ for dry eyes. He also noted that he experiences photophobia and halos while driving at nite. He can drive at nite but it is ''hard'' because he does not see well. His photophobia causes him to wear sunglasses inside. His near (reading) vision is ok but not clear. He stated that his doctor has recommended a ''laser touch up'' or a ''piggy back'' procedure to enhance his vision. He has already had a bilateral yag procedure about two months ago with no visual improvement. He later provided the name of the medication prescribed which as ilevro (nepafenac, a non-steroidal, anti-inflammatory), systane ultra and recently restasis. Follow up with his health care professional found that the patient's corrected visual acuity is 20/20 and uncorrected is 20/40. There are no other ocular issues such as retinal or macula problems. The patient has dry eyes and also has unrealistic expectations regarding his visual outcome. The chart notes did not reflect any discussion with the patient about any secondary procedures.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Not applicable; device remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.